Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported to fresenius post market surveillance via fax on (B)(6) 2026 that new transducer protectors are causing transmembrane pressure (tmp) error alarms and air detector alarms. There was no patient harm or adverse event, no medical intervention was reported due to the reported event. As of date, no further information about the device or additional information about the events has been provided or received from the customer.